Manufacturer narrative:
Age at time of event: (B)(6) years or older.

Event description:
It was reported that the patient will undergo a revision procedure on (B)(6) 2021 to revise this inflatable penile prosthesis (ipp) due to one of the cylinders rupturing resulting in fluid loss. The device remains implanted and active.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to one of the cylinders rupturing resulting in fluid loss. The ipp cylinder, pump, and reservoir was explanted and replaced with a new ipp cylinder, pump, and reservoir. The patient was ok following the procedure.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported cylinder rupture and fluid loss cannot be confirmed as only the pump component was returned. No leaks were identified in the pump; however, the kink resistant tubing (krt) was found worn to the filament and the pump did not pass activation testing. Although the cylinders were not returned, product analysis confirmed that the pump activation problem was the most probable cause of the reported event. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. The momentary squeeze (ms) pump was visually inspected and leak tested. The krt was worn to the filament; however, no leaks were identified. The pump was functionally tested and did not pass activation testing requiring greater force than specification to activate. Analysis was unable to confirm the reported observations related to cylinder hole/rupture and fluid loss. However, the observed pump issue was determined to be the most probable cause of the reported event. Labeling review: a review of the ams 700 instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. DHR review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Investigation conclusion: based on analysis results and information available, a conclusion code of cause traced to component failure was assigned to this investigation.